Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and bunched proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal edge of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal edge of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported.